Event description:
While pt was being monitored using cardiac, nibp and saturation monitoring capabilities, the mde monitor started smelling hot and the screen went blank with the data being lost. No pt difficulties noted. The mde monitor was taken out of service for repair. Biomedical engineering could not find anything wrong with the monitor and the monitor was placed back into service.